Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Concomitant products: product ID 2290 pacing system analyzer, product ID 6944 implantable tachy lead - implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that there was a measuring issue when using the analyzer and analyzer cables. The electrical parameters were normal when measured with the device; the electrogram (egm) signal was good with no artifacts. A cable to analyzer connection issue was suspected. The r-wave measurement was not refreshed on the screen with every beat, while the ventricular pacing was set to off. The lead remains in use. The status of the analyzer and cables is unknown. No patient complications have been reported as a result of this event.